Event description:
During the saphenous vein harvesting procedure, the toggle broke on two scissors on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.